Event description:
This unsolicited device case from (B)(6) was received on 04-mar-2016 from a physician via the national supervisory authority for welfare and health (B)(4). This case involves a (B)(6) female patient who received treatment with synvisc one injection on (B)(6) 2015 and later on (B)(6) 2015 (7 days after receiving the injection) experienced swelling of the knee and also, fluid had accumulated into the knee. On (B)(6) 2014, the patient with osteoarthritis of knee received synvisc one injection. The injection had a rather good effect on the arthrosis problems. The patient hoped for another synvisc one injection. Relevant information about concomitant medications or concurrent conditions was not reported. On (B)(6) 2015, patient received another intraarticular synvisc one injection once (dose and batch/lot number: not provided; expiration date: 2018; injection was bought on an unknown date in 2015) for osteoarthritis of knee from the physician. On (B)(6) 2015, 7 days after receiving the synvisc one injection, the patient experienced swelling of the knee due to which she sought her way back to the emergency department. It was reported that no bacterial infection was present, but fluid had accumulated into the knee: 40 milliliters of clear synovial fluid was aspirated from the swollen joint, and it was substituted with cortisone (not otherwise specified) to calm down. Information about the event outcome was not reported. Corrective treatment: cortisone (nos) for both the events and 40 milliliters of clear synovial fluid was aspirated for fluid accumulation in the knee outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Follow up was received on 07-mar-2016. The global ptc number was added. Additional information was received on 10-mar-2016. Global ptc results were added. Text was amended accordingly. Pharmacovigilance comment: (B)(4) company follow up comment dated 10-mar-2016: the follow up information received does not change previous case assessment. (B)(4) company comment dated 09-mar-2016: this case concerns a patient who experienced the events of knee swelling and fluid accumulation in the knee following injection with synvisc one. Since a positive temporal relationship can be established between the therapy and the events and that the reports of knee swelling and effusion are well documented after the use of synvisc/synvisc one the causal relationship cannot be denied. However, the lack of information regarding the technique of the injection and the conditions under which the injection was administered precludes the complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician via the national supervisory authority for welfare and health (B)(4). This case involves a (B)(6) female patient who received treatment with synvisc one injection on (B)(6) 2015 (7 days after receiving the injection) experienced swelling of the knee and also, fluid had accumulated into the knee. On (B)(6) 2014, the patient with osteoarthritis of knee received synvisc one injection. The injection had a rather good effect on the arthrosis problems. The patient hoped for another synvisc one injection. Relevant information about concomitant medications or concurrent conditions was not reported. On (B)(6) 2015, patient received another intraarticular synvisc one injection once (dose and batch/lot number: not provided; expiration date: 2018; injection was bought on an unknown date in 2015) for osteoarthritis of knee from the physician. On (B)(6) 2015, 7 days after receiving the synvisc one injection, the patient experienced swelling of the knee due to which she sought her way back to the emergency department. It was reported that no bacterial infection was present, but fluid had accumulated into the knee: 40 milliliters of clear synovial fluid was aspirated from the swollen joint, and it was substituted with cortisone (not otherwise specified) to calm down. Information about the event outcome was not reported. Corrective treatment: cortisone (nos) for both the events and 40 milliliters of clear synovial fluid was aspirated for fluid accumulation in the knee outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events pharmacovigilance comment: sanofi company comment dated 09-mar-2016: this case concerns a patient who experienced the events of knee swelling and fluid accumulation in the knee following injection with synvisc one. Since a positive temporal relationship can be established between the therapy and the events and that the reports of knee swelling and effusion are well documented after the use of synvisc/synvisc one the causal relationship cannot be denied. However, the lack of information regarding the technique of the injection and the conditions under which the injection was administered precludes the complete case assessment.